Event description:
Pt contacted rn to report that catheter had broken at injection site, and blood was coming out. Rn contacted md who gave order to pull the PICC line. When attempting to pull line, it broke again, inside pt's arm. Tourniquet was placed and pt transported to ER where cutdown and removal was performed.